Event description:
The customer reported via telephone call that the buttons on the insulin pump became unresponsive and that the insulin pump alarmed for a button error. The blood glucose reading was 150 mg/dl. The customer reported that the insulin pump had been kept in the back pocket and did not recall anything else that may have led to the alarm. The customer also reported that the display was blank and that there had been moisture visible under the screen. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.